Manufacturer narrative:
Subject is not available.

Event description:
It was reported that during procedure while advancing the guidewire (subject device) from the introducer sheath into the y-connector, the guidewire coating was peeled. There was no impact to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that small bubbles were found on the guidewire distal section. The guidewire hydrophilic coating was checked with the wet fingers. The coating was present on the guidewire. Discoloration was found on the guidewire nitinol distal section. Some portions of the guidewire were not glossy finish. The guidewire ptfe (polytetrafluoroethylene) coating was examined and it was discovered that the ptfe was peeled/scraped off on several places along its ptfe length. The torque device was not returned with the guidewire. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet and/or insertion tool. From the condition of the guidewire it appeared that the torque device and insertion tool had been dragged down the guidewire ptfe. The guidewire was slightly bent on its distal nitinol section. During functional testing with a demo excelsior sl-10 microcatheter, there was slight friction felt during the advancement. The guidewire was attached to a torque device and the guidewire torque was not smooth during advancement of the guidewire. It is likely that the guidewire sustained damage (kinking) during the guidewire advancement step in the clinical procedure, likely causing friction and unsmooth movement during the guidewire torque function. As a result, a probable cause of procedural factors was assigned to the as analyzed friction, guidewire kink and torque problem. The exact cause of the bubbles and the uneven glossy surface on the hydrophilic coating could not be determined. The reported hydrophilic coating peeling was not confirmed but the guidewire ptfe coating was found to be peeled on several places along its length by the torque device collet and/or insertion tool. The device directions for use (dfu) cautions the user to "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)". While there are signs of ptfe damage due to insecure tightening of the torque device, since the torque device collet and/or insertion tool were not returned for further analysis, a definitive cause could not be determined.

Event description:
It was reported that during procedure while advancing the guidewire (subject device) from the introducer sheath into the y-connector, the guidewire coating was peeled. There was no impact to the patient.